Event description:
On (B)(6) 2026, a patient underwent a semi-permanent catheter placement procedure in the right internal jugular vein using the glidepath hemodialysis catheter. It was reported that during puncture, blood leakage was allegedly observed from the introducer needle in the catheter kit, which hindered blood aspiration. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.